Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d10. It was reported that during use of the cs100 intra-aortic balloon pump (iabp), blood entered the balloon. It was reported that blood did not enter the pump. There was no patient harm reported. The user replaced the balloon and the machine did not report any errors again. The user continued to use the machine without performing maintenance. The faulty balloon was not a getinge product.

Manufacturer narrative:
Additional information: due to characterization limit e1 event site name:(B)(6). Event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of cs100 intra-aortic balloon pump (iabp) blood entered in the balloon.there was no patient harm.